Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the connector disconnected from the stylet wire was confirmed, and the cause appears to be related to use of the device. One 4 fr s/l groshong catheter was returned for investigation. The stylet was received separate from the catheter. There was a complete break in the stylet wire at the distal end of the stylet cannula. The three twisted stylet wires were visible within the distal end of the cannula. A microscopic examination of the adjoining surfaces of the stylet wire revealed a dull and granular surface with some edges exhibiting increased luster. The proximal end of the stylet was visible within the hub and showed that it was correctly molded within the hub. The distal segment of the stylet was kinked 1.2, 4.6, 8.1, and 14.5 cm distal to the broken end. A kink was also observed 13.8 cm from distal tip of the stylet. Orange colored residue was visible in the white hub, which is indicative of use. A tacky residue was observed on the proximal 3cm of the external catheter surface. A breach within the circumferential direction was observed 7.0mm from the proximal end of the catheter tubing, which coincides with the distal end of the stylet cannula. Kinking or flexing of the tubing over the distal tip of the stylet cannula can cause the tubing to tear. Kinking the stylet can cause the wire to fracture due to strain hardening. It appears that the stylet was damaged during use. It is unknown if the catheter was taped down and used with the stylet. The white connector shows evidence of being used. Blood residue was found within the catheter. The product IFU provides instructions to remove the stylet after placement and attach the two-piece connector to the proximal end of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezj0536 showed no other similar product complaint(s) from this lot number.

Event description:
It was alleged that the stylet was disconnected with the connector. The catheter was removed.